Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter is confirmed and appears to be related to the handling of the device. A 1 cm catheter segment was returned for evaluation. The depth markers were observed to be connected by a printed solid stripe which suggest the segment is from the proximal end of the catheter. Microscopic observation revealed a ¿c¿ shaped split. The surface egest were rough and granular. The catheter was bisected in order to inspect the internal surface of the damaged region. The split edges were observed to have a rougher appearance compared to the external damage. The event description indicates the holes were noted during placement of the device. The characteristics of the damage are consistent with stylet damage. Manipulation of the stylet or reinsertion of the stylet against the catheter wall is a likely contributing factor to the split present on the catheter; therefore, the complaint is confirmed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that small holes were found between the scale of 39 cm and 40 cm when the catheter was placed in this patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt0787 showed one similar product complaint(s) from this lot number.

Event description:
It was reported that small holes were found between the scale of 39 cm and 40 cm when the catheter was placed in this patient.